Event description:
Per the info provided to co by the physician's office, the device was removed as it was "non-functioning as intended." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced. 9/30/97-in the info rec'd from the surgeon/physician, he stated that there was a "leak in [the] tubing from [the] cylinder to [the] reservoir." Furthermore, the physician surgeon said that the pt was "unable to inflate [the device] after 2 uses."